Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into off label insertion site, on (B)(6) 2025. On (B)(6) 2025, the patient¿s tandem mobi pump display showed an estimated glucose value (egv) of 301 mg/dl, six days after the sensor was inserted in the arm. The patient reported experiencing a rapid heart rate. A fingerstick test indicated a blood glucose level of 437 mg/dl. Investigation revealed that the insulin pump was not delivering insulin due to a bent cannula. The patient did not have fast-acting insulin available at home and drove herself to the emergency room (ER). Upon arrival, her blood glucose remained elevated (exact value not documented), and the cgm reading was nearly accurate (exact value not provided). The patient received IV insulin and remained in the ER for approximately six hours. At discharge, her blood glucose was about 270 mg/dl, while the egv was off by approximately 100 mg/dl. She reported feeling better upon leaving the ER. After returning home, the patient contacted tandem to report the issue with the mobi cannula. No additional details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.